Event description:
It was reported that a malfunction alarm occurred, identified as malfunction code 9, though no notable events preceded this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer continued to use the pump for insulin therapy.